Event description:
The pt had not used the system for some time, and the scs system was explanted electively. The pt had reported an issue of feeling stimulation in the wrong area, but this issue was initially determined to be unrelated to the scs system. Due to the device analysis, a report has been submitted for the lead.

Manufacturer narrative:
Results: the complaint was confirmed. As received, the lead was kinked with all wires broken. The broken wires likely caused inter-channel shorts which in turn caused stimulation in the wrong location. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.